Manufacturer narrative:
(B)(4). Other devices used: catalog #00631005832, trilogy acetabular liner, lot #61430036 . Catalog #00784802300, kinectiv modular neck, lot #61469996. Remains implanted. This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revised due to an adverse local soft tissue reaction from trunnion corrosion, recurrent dislocations and high ion levels.